Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found a bolt missing from the release handle and the zero transfer stop is broken. The account replaced the bolt and the zero transfer stop to resolve the issue.